Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer initially reported having a return of bladder incontinence symptoms since (B)(6)2016, and that they are having to run to the bathroom again. It was confirmed that the patient feels stimulation in the correct location. The patient adjust stimulation from p4 at 3.7v to p1 at 3.2v. Additional information received on 2016-jun-20 reiterated that since (B)(6) 2016 the patient has had a return of symptoms and are wetting themselves again. The patient has therapy on and is not feeling stimulation. They then increased stimulation from 2.8v to 2.9v, noting that they felt stimulation but then no longer felt stimulation. Indication for implant is gastrointestinal/pelvic floor. Additional information received reported increasing settings did not resolve their issue. It was indicated the patient had a urinary tract infection and went to the emergency room. Outcome and additional actions remain unknown.

Manufacturer narrative:
Correction: upon further review, it was determined that the event should have been reported initially.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.